Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for lipout was observed as a portion of plastic has melted at the rim of the tube. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of lipout was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode lipout.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was a molding defect. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: there were "broken tubes."